Manufacturer narrative:
510k: this report is for seven (7) 3.5mm unknown screws: cortex/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of original implant was sometime in 2017. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal of hardware and an open reduction internal fixation (orif) with a new low profile reconstruction plate, bone graft and reamer/irrigator/aspirator (ria) due to a nonunion pelvis and a broken device. There were fragments that have been generated and it was easily removed. There was no surgical delay. The procedure was completed successfully. The patient status is stable. This complaint involves two (2) devices. This report involves seven (7) unknown cortex screws. This report is 1 of 2 for (B)(4).

Event description:
Note: patient returned to surgery for the revision on 1/8/2019. It was reported that patient had previous surgery elsewhere.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.